Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. A completed questionnaire was not received. Zip code is not indicated at this time. (B)(4).

Event description:
A surgeon reported that approximately two months after an intraocular lens (iol) was implanted it was noted to have posterior opacification. He wasn't sure if it was on the lens or the capsular membrane. During a non-related surgical retinal procedure, the surgeon attempted to remove the opacification, but determined it was on the actual iol and was unable to clear the lens. The lens remains implanted and further intervention will be addressed in the future. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the lens was exchanged.